Event description:
Procedure type: urological. According to the reporter: at the end of use, when preparing to retract the endocatch through the trocar, the bag did not close properly. It is reported that fragments fell into cavity but not specified if plastic fragments and what was done to locate and retrieve them. Waiting for details. Additional information requested via email.

Manufacturer narrative:
(B)(4).